Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for about the past 2 days they've been having to charge their ins twice daily and previously, they only charged once daily. Pt explained that they normally charge every night around 9-10pm wouldn't have to charge again until 9-10pm the following evening. Pt said now if they charge their ins around 9-10pm, they'll have to charge their ins again around 9-10am the next morning, then they'll have to charge again by 9-10pm that same night. Pt denied being reprogrammed recently and said at one point they increased the intensity of their stimulation but has since then decreased and they're still having to charge twice daily. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient services (ps) also sent an email to mdt field reps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.